Manufacturer narrative:
The device was received for evaluation on 11/16/2023. The device logs were downloaded and reviewed. ICU medical findings are as follows: (B)(6), a bolus infusion was started on line a with rate: 999 ml/hr. And programmed volume: 450 ml. The infusion was stopped by 2 distal occlusion alarms in between and later resumed. After some time, e451 delivery fault alarm was given. The device was powered off and on after which the delivery fault alarm did not occur. The bolus infusion was programmed for 450 ml and while nearing completion we got delivery fault alarm. Per technical service manual document, delivery fault alarm occurs when the volume infused, and the program delivery rate mismatch occurs. The clear condition is to power off and on the infuser and replace the pump if the alarm continues. As per the description, the device was powered off and on after which the alarm did not occur. Engineering could not confirm the cause of the delivery fault alarm. The device detected and handled the alarm correctly as per the description which is the expected behavior.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump which was reported to shut down during patient infusion. The customer reported that the infusion of oxytocin was in the process of bolus delivery - following event log error code identified and pump shut down: (B)(6) 2023 14:45:57.823 alarm: sub ID: 0, parameter: 1 , alarm description: e451 delivery fault. The pump was sent to their biomed for evaluation after removal from patient. There was patient involvement, and no adverse patient outcome.